Manufacturer narrative:
Investigation summary: photo evaluation: two photos were returned for evaluation. From the photo, observed stopper mis-assembly. Sample evaluation: 1 actual sample in open package were returned for investigation. The sample was not decontaminated. From the returned sample, observed stopper mis-assembly. Syringe DHR batch 8297554 was reviewed. The batch was manufactured on syringe 5ml assembly line by nov-2018. No similar defect found during in-process inspection and qa outgoing inspection. Routine silicone content test was within specification. Quality notification #(B)(4) was raised for the similar non-conformance on march 2019. Investigation conclusion: from the returned photo and sample, observed mis-assembly stopper inside the barrel. The complaint is confirmed, and product is out of specification. Root cause description: base on the quality notification #200804375, the probable root cause could be due to stopper tooling¿s set screw loose and create a gap between the stopper to plunger assembly. The stopper not assembled properly to the plunger and resulting the mis-assembly after assembled into barrel. Action has been taken to secure the screw to prevent the screw get loose on 31 march 2019. The affected batch was built before the action taken.

Event description:
It was reported that deformed stopper was found with a bd¿ syringe luer slip w/ needle. The following information was provided by the initial reporter, "before drug delivered to patient by this device, the nurse found the stopper distorted".